Event description:
The user facility reported that during an unspecified procedure, the lamp and image were "lost." The users reportedly attempted to restart the unit without success, and stated that the power cord was connected. There was no report of patient harm, and no additional details were provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to gather additional information regarding the reported event, however, no additional detailed information was provided. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of the device being unable to power on. A fuse was determined to have opened resulting in a loss of power. Additional investigation isolated the cause of the open fuse to a failure of the device power supply unit. The device has been serviced, passed all standard tests and procedures, and been returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.